Manufacturer narrative:
Sections with additional information as of 13-feb-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications (FDA¿s type, findings and conclusions codes for retention had been included on initial report). Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned. Evaluation in process most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-jan-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer called concerned with test results from results obtained of 90, 91, 83 and 78 mg/dl. The customer stated his expected blood glucose test result range is 130-140 mg/dl 1 hr. After meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 134 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the hall closet. The test strip lot manufacturer¿s expiration date is 05/14/2026 and per the customer the open vial date is a few weeks ago. The meter memory was reviewed for previous test result history: result 1: 90 mg/dl date: (B)(6) 2025 time: 10:17 pm 1 hr. After meal , result 2: 91 mg/dl date: (B)(6) 2025 time: 10:16 pm 1 hr. After meal , result 3: 83 mg/dl date: (B)(6) 2025 time: 10:13 pm 1 hr. After meal, result 4: 78 mg/dl date: (B)(6) 2025 time: 10:12 pm 1 hr. After meal.